Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive around objective lens is peeled; adhesives around objective lens has white-clouded area; adhesive around light guide lens is peeled; adhesives around light guide lens has white-clouded area; the angle wires become stretched; due to clogging of nozzle, water removal ability does not meet the standard value; image guide protector has a scratch; adhesive around objective lens is peeled; distal end plastic cover has a scratch; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, had reduced angulation. The issue occurred during the procedure the procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found a foreign object coming from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.